Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4)

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 350cc and experienced deflation on the right breast implant. As a result, patient will undergo removal and replacement with gel mentor memorygel breast implant 325cc on (B)(6) 2018.

Manufacturer narrative:
New information: mentor received additional information indicating that the patient underwent bilateral removal and replacement with mentor memorygel breast implant 325cc gel implants, catalog # 3503251bc, s/ns (B)(4). The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex round moderate profile 350cc saline breast implant, catalog # 3542655, lot # 188499. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a 43 year old female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 350cc and experienced deflation on the right breast implant. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 325cc gel implants, catalog # 3503251bc, s/ns (B)(4) on (B)(6) 2018. The device was returned to mentor without fluid inside. No foreign material was observed within the device. White material was observed on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately .5 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. The complaint was confirmed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).